Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that c arm was intermittently stopping. During troubleshooting actions fse found that the problem with the c arm current being too high and caused a geometry reset. Review of the log file showed that limited errors with over-current on c-arm and loss of communications for table. Fse cleaned c arc bearing track and belt then performed c arc movement current and bodyguard calibrations. Cleaning and calibrations appeared to clear up issue. Fse recommended to replace luc and ext boards if problem persists. Reseated luc and ext boards and performed calibrations again. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the c arm was intermittently stopping. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the c arm was not moving. Troubleshooting actions showed a problem with the c arm current being too high and caused a geometry reset. Philips has started an investigation of this complaint.